Event description:
It was reported that the device emitted beep tones due to high out-of-range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 2500 ohms. The lv lead was reprogrammed and the impedances were within normal limits, measuring 525 ohms. The physician will continue to monitor and this lv lead remains in service. No adverse patient effects were reported.